Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the device did not spin nor break up, fragmentation properly. It was more difficult to remove the womb from the abdominal cavity, which was very big. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.